Event description:
Discovered a retained stent; on (B)(6) 2021, it was noted during an ercp for stone extraction that a stent had been retained in an endoscope. The stent was unknowingly retained after an attempt to remove a pancreatic stent by a duodenoscope on (B)(6) 2021. Both procedures were successful, and no harm occurred to either veteran. FDA safety report ID# (B)(4).